Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice during use during drain 3 of 5. The patient was connected. The patient stated the supply bag fell off the table and disconnected. The baxter technical service representative (tsr) explained the alarm, reviewed the proper procedures per the user manual, and helped the patient end therapy. The tsr advised the patient they would need to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(4) 2011 regarding the reported se 2240. The patient stated they were able to continue therapy after starting over with new supplies. The patient stated that the supply bag was near the edge of the table and fell, causing the bag to disconnect. The patient did not speak with their nurse about the alarm. Baxter product surveillance advised the patient that in cases of air in line alarms, they should contact their nurse to let them know what happened. The patient has been continuing therapy on the cycler successfully since then. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was that the supply bag fell and disconnected. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.